Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds that occasionally resulted in loss of capture. The patient was not symptomatic of the loss of rv pacing. The high thresholds were suspected to be due to the implant location of the lead. A revision procedure was performed to replace the lead. During the revision, the lead was stuck in the tricuspid valve and could not be extracted. This rv lead was surgically abandoned. No additional adverse patient effects were reported.